Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The reporter was not willing to provide contact details for follow-up. (B)(4).

Event description:
A consumer reported not being able to see properly after bilateral cataract surgery with multifocal intraocular lens (iol) implantation. The consumer was not willing to provide contact details for follow-up.